Event description:
It was reported that an ht70 ventilator had a self-activating alarm silence/reset button. The patient was transferred to another ventilator and was not harmed as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.